Event description:
It was reported, due to an unrelated surgical procedure where the ipg was placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting attempts were unsuccessful in repairing the ipg. As a result, intervention is pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.